Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device after a percutaneous transluminal coronary interventional procedure using an 8f sheath. Reportedly, when the lever was returned to the closed position, the foot didn¿t completely retract. There was no damage to the vessel. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.